Event description:
The user facility in the EU reported the automated impella controller (aic) had problems during preparation. Start procedure could not be completed. A back up aic was put into place.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.